Manufacturer narrative:
(B)(4). The malfunction has not been confirmed.

Event description:
Dealer from (B)(6), said the control box part number 1158555 for icc bed serial number (B)(4), model ihcs7 is not working no power /no follow up required.